Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right atrial lead had several areas of insulation abrasions. Extensive testing was performed, and the lead trends were stable. The physician elected to cover the abraded areas with two suture sleeves and medical adhesive. The patient was stable throughout the procedure and was discharged the same day.